Event description:
The customer contacted philips healthcare to report that the ECG waveform on the heartstart xl had noise and artifact while on battery power. There was no patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.